Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. Reportedly, the customer's blood glucose level was 344 mg/dl. Customer changed the pump supplies and successfully resumed insulin therapy prior to the report with tandem technical support; therefore, troubleshooting was unable to be performed.